Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unknown date, the patient was hospitalized for the event. The cause and treatment were unknown. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. No additional information is available.